Event description:
It was reported the devices were used during a laparoscopic lysis of adhesions. It was reported the scrub tech and the surgeon repeatedly pushed the red activation button on the 511s and the trocar would not stay armed. The red button kept popping back up. There was no consequence to the pt. 12/5/97 sales rep stated the case was completed with a 3rd trocar.

Manufacturer narrative:
Device-a: d6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; latch condition, ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition, ab)conforming. Functional tests & results: does safety shield retract, ab)nonconforming; flapper door functional, ab)conforming and lockout functional, ab)conforming. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "trocar would not stay armed" occurred due to the intermittent arming of the devices. Two instruments were rec'd. The obturator handle welds were measured and found to be skewed which can cause the instruments to arm intermittently. The obturator handle is welded during the assembly process.